Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed pulse testing) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the u725 component on the distribution node (dn) pca board was shorted. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it failed testing.